Event description:
Patient implanted in upper vermilion borders on 04/27/1998. Onset of infection and extrusion 09/17/1998. Site incised and drained and patient treated with bactroban 09/17/1998. Patient treated with corticosteroid and keftab on 11/04/1998, cleocin 11/16/1998 and zithromax 11/30/1998. Patient revised 12/07/1998. Implant explanted and patient treated with cipor in 1998.